Manufacturer narrative:
(B)(4). This complaint is part of a retrospective review as part of a remediation related to (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that during an rf ablation procedure for liver cancer the needle was connected to the device without problem. However, when the ablation started, the error indicating an abnormal temperature of the tip sensor was displayed and couldn't start operation. Another 1530 was used without problem. There was no patient harm reported.